Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had an infection in his pump. The patient had been treated with intravenous antibiotics without being able to eliminate the infection. The hcp had requested removal of the device. The explant occurred on (B)(6) 2014. The patient's dose was decreased serially over the last several weeks to get him to a level that he would have less chance of a withdrawal. The patient was taken to the operating room and placed in a supine position. A fiberoptic intubation was done by anesthesia service. The patient was placed in the right lateral decubitus position with the pump on the left upper quadrant as well as the back exposed. Two incisions were proposed, one in the thoracolumbar junction where the catheter was and one over the left upper quadrant for the pump. After infiltration of local anesthetic, initially the pump incision was carried out with a #10 blade through skin and subcutaneous tissue. Incision was taken through the subcutaneous tissue until the pump was detached from the fascia and explanted without difficulty. The catheter was cut. There were some remnants of mesh from previous implantation and this was all debrided and cleaned out, bleeding edges were exposed superiorly. Attention was then to the back. The incision was carried out with a #10 blade through skin and subcutaneous tissue, it was taken to the fascia. The catheter was identified. The catheter was then detached from the fascia by taking down the connector. The catheter was then pulled from this incision and the catheter that was in the abdominal incision was pulled out completely. Following this, 2 cc of cerebrospinal fluid (csf) was collected and sent for routine study. The intrathecal catheter was then explanted without difficulty. The opening to the intrathecal space was then re-secured with 0 vicryl suture x3. Both incisions were thoroughly irrigated. The subcutaneous tissue was closed in the back with 2-0 vicryl inverted fashion and skin with staples. The abdominal incision was closed with a single layer with 2-0 nurulon suture in simple interrupted fashion. A jackson-pratt drain was placed prior to closure and exited laterally through a separate stab incision and secured. Following placement a sterile dressing, the patient was then turned into the left decubitus position. The area of the right flank was exposed. Under fluoroscopy, the area of the catheter was identified. A simple 4 cm incision was proposed. After infiltration of local anesthetic, incision was carried out with a #10 blade through skin and subcutaneous tissue. The catheter was not identified in the subcutaneous pocket. The external oblique fascia was then opened and with exploration under ap and lateral fluoroscopy, the surgeon was able to identify the catheter and it was explanted in one piece. The fascia was then re-approximated with 0 vicryl in simple interrupted fashion. Subcutaneous tissue was closed with 2-0 vicryl inverted fashion. Skin was closed with staples. Sterile dressing was applied. The patient was taken to recovery room post-emerging from anesthesia in stable condition. There was no immediate complication. Sponge and needle count was correct. Estimated blood loss for the case was minimal.

Manufacturer narrative:
Conclusion code applies to the catheters. Conclusion code applies to the pump.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type catheter; product ID 8784, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type catheter.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient with a history of intrathecal pump for chronic back pain and radiculitis. Postoperatively, the patient was initially doing well. Subsequently, he felt a pop sensation in his back and started leaking spinal fluid, probably through this old cerebrospinal fluid (csf) tract form the intrathecal catheter. Attempts had been made to control it with recumbency. However, the patient had been noncompliant, getting up, and it continued to leak. Therefore, the plan at this time was exploration and repair of the leak with identification of the tract. Surgery was performed on (B)(6) 2014. With the valsalva maneuver, the hcp was able to identify the area of the tract. After suturing the area, no further leakage was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.